Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 18 to 29 mg/dl at the time of the incident. The customer used glucose tablets was given intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer stated insulin continues to squirt out after releasing the act button during the prime process. The customer believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The infusion sets will be returned for analysis. Insulin pump will not be returned for analysis.